Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose levels from 300 mg/dl to 500 mg/dl. The customer stated that sometimes it would be higher than that. The customer¿s current blood glucose level was 378 mg/dl. The customer had symptoms such as being sleepy, having a headache, and migraine. The customer treated their high blood glucose with a bolus from the insulin pump and manual injections. Troubleshooting was performed. The customer stated that insulin did not exit. It was noted that the doctor had recently made changes with the pump programming. The device will be replaced and returned for analysis due to the customer not being comfortable with the insulin pump.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Unit was monitored and functioning properly. Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.